Event description:
The plaintiff's atty alleged that the pt experienced a cardiac event; it was reported that the event occurred due to the administration of the product during dialysis treatment.

Manufacturer narrative:
(B)(4). Was used for the cardiac event as there is no other code that best describes such event. This is one of two device reports associated with this event, which is one of two events for the same pt.